Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, during a procedure for placement of a 55cm optease vena cava (vc) filter, resistance was encountered while attempting to deliver the filter through the sheath and the delivery sheath was unable to deliver the filter. Several attempts were made but were unsuccessful. An unknown filter was used as a replacement to complete the procedure. There were no reported injuries to the patient. The indication for filter insertion was deep vein thrombosis. The size and shape of the vena cava were about 28mm and normal shape, with the vessel size measured. The device was stored and prepped per the instructions for use (IFU). The sheath which comes with the filter was used for access. The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during delivery of the filter. A non-sterile unit of the optease vc filter ous, 55cm femoral only, was received coiled inside a clear plastic bag. The device was unpacked for product evaluation. Upon visual inspection, the sheath, obturator, and filter introducer (with the filter inside) were returned. The sheath was observed to be separated approximately 16.9 cm from the distal tip and 25.4 cm from the hub. No other visible damage or anomalies were noted on the returned components. A flushing test was performed without anomalies or difficulties. The filter was then advanced through the remaining sheath using the returned obturator; the test was completed successfully, with the filter advancing to the distal end and expanding as expected. Microscopic analysis of the separated sheath revealed multiple outer surface scratches, micro-elongations in the plastic, and edge discoloration. These features are consistent with mechanical stress, possibly involving sharp objects or tensile forces. The discoloration along the edges suggests material fatigue and the application of external force. The reported customer events ¿filter-impeded¿ and ¿catheter sheath introducer-obstructed¿ were not observed during the product analysis. The filter was successfully advanced through the remaining sheath using the returned obturator. However, the malfunction ¿catheter sheath introducer-separated¿ was observed and the exact cause of the damages cannot be determined. Excessive mechanical stress from an external source such as a sharp object appears to be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿complications may occur at any time during the procedure. If strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure for placement of a 55cm optease vena cava (vc) filter, resistance was encountered while attempting to deliver the filter through the sheath and the delivery sheath was unable to deliver the filter. Several attempts were made but were unsuccessful. An unknown filter was used as a replacement to complete the procedure. There were no reported injuries to the patient. The indication for filter insertion was deep vein thrombosis. The size and shape of the vena cava were about 28mm and normal shape, with the vessel size actually measured. The device was stored and prepped per the instructions for use (IFU). The sheath which comes with the filter was used for access. The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time during delivery of the filter. The device will be returned for evaluation. Addendum: the optease delivery sheath was returned separated.